Event description:
This demipulse generator was returned to manufacturer for analysis, as it was replaced due to end of service, and a high lead impedance issue, which was filed in medwatch # 1644487-2009-02499. A pending end of service condition was confirmed during analysis based on the measured battery voltage (2.104 v). However, further analysis of the generator revealed that there was an underestimation in the charge consumption counter of the generator in comparison to the measured battery voltage with the returned generator. While diagnostic testing results indicated the estimated time to eos was 1 month based on measured battery voltage, data in the charge consumption counter memory locations estimated that only 45.442% of the battery had been consumed. The observed low battery voltage is due to the increased current drain consumption when the device is programmed to conditions whereby compliance voltages greater than 10.5v are required. This is due to the charge consumption counter utilizing peak current delivered to calculate charge consumption, which is not an accurate representation of the actual demand on the battery due to the trickle charge associated with the generator continuously running the boost converter in an attempt to deliver the programmed output current through the high impedance load. In addition, the post-burn in electrical testing identified that the measured c4 capacitor value failed to meet the specification. The capacitor value was 8.383uf and the specification requires a capacitance range of 9.0 to 13uf. Visual examination of the capacitor revealed no anomalies, (ie. Cracks in capacitor body or solder connections). This component is used as a filter capacitor for the microprocessor voltage and is not related to the charge consumption discrepancy identified above. The final electrical test performed during analysis demonstrates that the lower value of capacitor had not adverse effect on functionality of the pulse generator.

Manufacturer narrative:
Review of the demipulse design history file (firmware and software detailed design) and design master record was performed.